Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's femoral in the intensive care unit. During insertion, the physician experienced difficulty advancing the wire through the needle and it became stuck. As a result, he aborted the femoral placement and used a different access. The manager of the field sales training spoke with the physician to determine exactly what occurred. While trying to insert the wire, he lost access and couldn't get the wire to advance. The physician felt it was difficult to get the wire out of the straightening tube and this may have contributed to it not advancing and loosing access. There was a delay in treatment with no patient harm and no patient death or complications were reported.